Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they received a critical pump error image on the device. The customer¿s blood glucose level was unknown. No further details were given. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and pump error is found in the formatted history file due to force sensor zero offset out of spec. (10.4 mv). Analysis was unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. The insulin pump was received with scratched case, cracked retainer, cracked case behind the pump near the battery compartment, pillowing keypad overlay, and minor scratched lcd window.